Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming with a red screen and triangles. The distributor instructed patient to open/close battery door. Pump powered on and it said to fully remove and reattach cassette. Clamp was closed and cassette removed. Screen then read "patient data and pump settings lost". Cassette was reattached, and the distributor advised to power off and leave the clamp closed. The drug was 5fu. The event occurred while in use with patient, and there was no patient harm reported.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.